Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) re-evaluated the white reload accessory for advance failure analysis. The instrument was analyzed and found to have a dislodged switch from the reload tail. The broken switch component could not be confirmed. It was additionally observed that the reload was returned with missing staples at the proximal end. No damage to the cartridge material was observed and the reload was not fired. Based on additional information, it has been determined that the probable root cause is not attributed to component failure as previously listed in section h10. Annex c and d were updated to reflect advanced failure analysis findings.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentary surgical procedure, the stapler instrument broke before use. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive white reload accessory to perform failure analysis. The accessory was analyzed and found to have a broken switch at the proximal end. The broken switch was not returned with the reload. Additional findings not reported by site: the reload was found to have a total of six staples missing from the reload pockets at the proximal end. One of the staples was returned however, the rest were not. The probable root cause of broken switch on reload accessory is attributed to a component failure.